Event description:
(B)(4). I have a metal taste in my mouth all the time. I stay tired and no energy. And pain in my pelvic area. My periods are horrible now! My personal life with my husband has went down the crapper . And I have gained so much weight and it's hard to lose it too.